Manufacturer narrative:
(B)(4). Batch #: unk. Date of event: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? What is the current patient status? The devices do not fire or the clip does not release and when they pull the device off the vessel is causes bleeding. Not sure about how much blood is lost or if the patients had any issues due to bleeding. No specific number of cases can be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon while using mcm20 + mcm30 and the clips do not come off, so when she pulls away from the vessel, it tears the vessel.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned with a clip in jaws and with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted.